Manufacturer narrative:
Product analysis #239834270:analysis was able to confirm the reported stylus calibration failure. Analysis was unable to confirm the system failure. Analysis also noted that the rubber pads on the lower case were damaged. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The nylon standoff between the link electronic module (lem) and the microprocessor unit (mpu) boards was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The rubber pads were replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a system and calibration failure. The programmer was returned for service. No patient complications have been reported as a result of this event.